Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-02085.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils) and a smart coil detachment handle (handle). During the procedure, the physician was unable to detach a smart coil using the handle. It was reported that the handle made a different sound when tested. Therefore, the physician used a new handle and successfully detached the coil. The procedure was then completed using additional smart coils. There was no report of an adverse effect to the patient.